Event description:
Hill-rom received a report from the account stating the bed would not place a nurse call. The bed was located at the account in medsurg. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the nurse call not enabled. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech enabled the nurse call to resolve the issue. Based on this info no further action is required.